Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 16) occurred. Additionally, an altitude alarm occurred. Customer's blood glucose was in the 200 mg/dl. Customer loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
Altitude alarm occurred while flying in an airplane. Inadvertently filed as false alarm. (B)(4).